Event description:
On (B)(6) 2012, the patient contacted animas to report the pump would intermittently power off. The patient had replaced the battery to no avail. There was no patient injury associated with this issue. The power issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box data shows no power related issues. The pump was exercised for 24 hours with no reboots or power issues being reproduced. The pump booted up with normal audio, vibratory and display working properly. There were no power issues reproduced. There was no physical damage to the pump. The conclusion was there was defect found. Investigators were unable to duplicate or confirm due to missing battery cap and overwritten black box data. Unrelated to the complaint, evaluation revealed a scratched display screen and worn keypad symbols, which has no effect on insulin delivery function.